Manufacturer narrative:
Device not returned.

Event description:
This valve was explanted after a 1 year and 11 months implant duration at time of pt death which was due to respiratory complications, pulmonary edema and multi-organ failure.